Event description:
It was reported by service report that the cot will not lower and the fowler release handle works periodically. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw and latch bar kit.